Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2007 and alleged that his one touch ultrasmart meter was reading inaccurate control high. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on the same day, at 7:00 pm. He also mentioned that he felt shaky after the issue began. However, the pt reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. The pt reported obtaining a control solution result of 154 mg/dl and it failed high outside the range of 101-134 mg/dl. It was verified during troubleshooting that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration/discard dates. The pt was walked through control solution tests and they failed outside the range. Although treatment is not to be based on control solution results, and there is not allegation inaccuracy of the blood glucose results, this complaint is being reported because the pt allegedly developed symptoms of shakiness after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.